Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0013013177); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, in a patient with a previously implanted non-medtronic ( abbott) surgical valve, the delivery catheter system (dcs) was inserted into the patient and advanced to the aortic annulus. The valve was then partially deployed but subsequently recaptured due to valve under expansion. The valve was then partially deployed a second time and recurrently recaptured due to valve under expansion. The attending physician then decided to withdraw the dcs and valve from the patient. A balloon valvuloplasty was then completed prior to preparing a second valve, dcs, and compression loading system (cls). The second dcs was then inserted into the patient, and the second valve was successfully implanted. After implantation of the valve the patient remained hospitalized. Per the physician, the patient's severely stenosed surgical valve contributed to the valve under expansion.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, in a patient with a previously implanted non-medtronic s urgical valve, the delivery catheter system (dcs) was inserted into the patient and advanced to the aortic annulus. The valve was then partially deployed but subsequently recaptured due to valve under expansion. The valve was then partially deployed a second time and recurrently recaptured due to valve under expansion. The attending physician then decided to withdraw the dcs and valve from the patient. A balloon valvuloplasty was then completed prior to preparing a second valve, dcs, and compression loading system (cls). The second dcs was then inserted into the patient, and the second valve was successfully implanted. After implantation of the valve the patient remained hospitalized. Per the physician, the patient's severely stenosed surgical valve contributed to the valve under expansion. Additional information was received that per the physician, it was unable to be determined whether the prolonged hospitalization was due to complications from the transcatheter aortic valve replacement (tavr); however, the physician noted that the patient had a low ejection fraction (ef) prior to the implant procedure, and this was an inpatient procedure. The implant of the transcatheter valve was performed as a bridge to give the patient more time to receive a heart transplant.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.